Event description:
It was reported that the unit is operating at a higher pressure than what it was set at.

Manufacturer narrative:
The pump unit was returned for evaluation and the reported failure was confirmed. Visual inspection noted that the pump was overdue for calibration. The calibration sticker indicated it should have been calibrated in (B)(6) 2004. There were no signs of damage to the unit or sensor. The pump was checked for error messages. None were found. A hand pressure gauge was used to check the accuracy of the pump. It was accurate (per service manual) to within 5% of the set value. A tube set was inserted into the pump along with a water source, a joint test fixture, and a pressure sensor transducer. The pump was then allowed to run for several minutes. It was noticed the pump was over the set pressure when outflow was closed. Further, the pump was under the set pressure when outflow was open. The pump was then calibrated. Following calibration the unit passed all functional tests. The pump was opened to inspect for damaged components/boards. None were seen. The service records indicate that this is the first time the pump was returned for service. In sum, the unit was returned and the reported failure was confirmed. The failure mode will be monitored for future recurrence.